Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received from p/n 670180 without lot number provided, in used conditions, without its original packaging and with its certificate of safe handling. Functional test: the sample was tested on leak test. The test was performed under water as per pwi-10007269 rev.100 symmetry and leak test method. Results: during the test, a leak was found in the cuff. The complaint is confirmed. The cuff was inspected using a digital microscope with a scale of 200x, to observe better the shape of the pinhole found during leak test. Results: the hole is observed with a circular shape with flash in the periphery. Starting with the analysis, it was tried to replicate the failure reported using the tools of assembly process. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left smiths medical facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported problem was traced to the user manipulation of the device during placement of the device.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts has a cuff leak while in use. This required a trach change out.